Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the left axle plate is broken and the right axle plate is wallowed out.